Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: ne u_refill needle, product type: accessory. (B)(4)

Event description:
It was reported a volume discrepancy occurred. The volume information was unknown. The patient went for a refill and had "never seen a syringe that full before when they emptied the pump". The healthcare professional (hcp) did not say it was an issue. There were no discrepancies noted on past refills. The patient did not report any symptoms. The patient planned to contact the healthcare professional (hcp) on (B)(6) 2015 to confirm their appointment and was going to ask the hcp about the syringe. Per the hcp, they were not aware of any discrepancy. The pump was delivering morphine. The cause of the event, interventions, troubleshooting/diagnostics, and outcome were not reported. If additional information is received, a follow-up report will be sent.